Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Per the clinical information provided, the root cause of the positioning issue was most likely patient movement as it was reported that patient pulled out impella.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support pulled out the impella pump and was sent back to the operating room where a new impella was placed. There was no harm to the patient as a result of this incident.